Event description:
IT WAS REPORTED THAT, DURING AN TACTRA IMPLANT SURGERY PROCEDURE, THE DEVICE HAD RUPTURED. ADDITIONALLY, THE PATIENT DEVELOPED FIBROSIS FROM PREVIOUS SURGERIES. THE PROCEDURE WAS COMPLETED WITH A NEW DEVICE. NO ADDITIONAL INFORMATION WAS PROVIDED.

Event description:
It was reported that, during an Tactra implant surgery procedure, the device had ruptured. Additionally, the patient developed fibrosis from previous surgeries. The procedure was completed with a new device. No additional information was provided.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The Device History Record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device Instructions for Use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A Risk Review was completed and confirmed that the events of Mechanical malfunction (fracture of the prosthesis or breach of the outer silicone layer) and Fibrosis were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of Cause Not Established was assigned to this investigation.